Manufacturer narrative:
A1 - a4: no patient information is available. H3, h6: no parts have been returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system during a procedure. It was reported that the site experienced an alleged inaccuracy. The site struggled to register the patient initially. They retook some images, and eventually registered the patient using manual segmentation. Once in operation, the site set the arm and the trajectory looked appropriate on the navigation, but the surgeon thought it was about 10 mm deep compared to what they saw on the imaging system. There was no patient harm reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the procedure being performed was a l5-s1 posterior fusion in which there was a delay of 15-minutes. There was no impact to patient's outcome and the case was completed with navigation. Additional information received indicated the surgeon completed the case using the medtronic guidance system and used the c-arm to confirm the trajectories.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. No problems were detected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.